Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 3.3, lab: 2.2 (tests done within an hour). Date: (B)(6) 2011, inratio: 3.8, lab: 2.4 (tests done within an hour). Patient has been on hydrocortisone for some time. Was also on antibiotics about 4-6 weeks ago, doctors were aware that his inr results were off due to the medication.

Manufacturer narrative:
Investigation pending.